Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a paroxysmal atrial fibrillation mapping procedure, the patient's heart rate increased and the patient became hypotensive while mapping in the left atrium and a pericardial effusion was then diagnosed via echocardiogram. A perforation was noted on the right posterior side of the heart. A pericardiocentesis was performed in order to stabilize the patient. There were no performance issues with the device. The physician believed the pericardial effusion was caused by the introducer guidewire.